Event description:
The customer reported the image appears dark and arm does not move properly. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the 4.5 v battery and tightened the c-arm joints. System operates as intended. (B)(4).